Manufacturer narrative:
Information has been forwarded to the manufacturing facility. Results of investigation pending. A follow-up medwatch report will be filed.

Event description:
A 3000cc suction canister liner imploded while in use. Entire lid split in half and the side of the canister liner wall split as well. The suction was on, but the flow was only partially impeded. No one came into contact with the contents, but a couple employees sought medical attention for the ringing in their ears following the loud incident.